Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the procedure was completed using the wired footswitch. Per the information collected, the wi-fi indicator on the footswitch was flashing red which indicates that there was an error in the wireless connection. The wireless connection with the base station was re-established after reconnecting with the connector inside the footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the wireless footswitch wi-fi led was flashing red during use. There was no reported patient or user harm. The procedure was completed using a wired footswitch.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.